Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and seroma. Concomitant medical products: 200cc mentor memorygel breast implant, catalog # 3502001bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast reconstruction revision with 225cc mentor memorygel breast implants and experienced rupture and late onset seroma on the left side postoperatively. The fluid was aspirated twice. As a result, the patient underwent device removal and replacement with unspecified gel mentor breast implants on (B)(6) 2019.

Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware that the device reported is the replacement device. The impacted device is an unspecified gel mentor breast implant. Manufacturer's reference number: (B)(4).